Event description:
It was noted that when the physician attempted to purge an orbit galaxy coil (640cf0510/15794689) using an unspecified dcs syringe ii (635-002/lot unknown) air bubbles were being produced in the hub. Therefore, the orbit galaxy was replaced for a new one (640cf0510, lot unknown) which was safely placed in the target aneurysm using the same syringe. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, five orbit galaxy coils (catalogue and lot all unknown) were successfully placed into the target aneurysm without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc.) Was noted on the product by visual inspection. Also no damages were reported on the device after the event. The procedure was coil embolization of internal carotid-posterior communicating artery ruptured aneurysm that was not calcified and moderately tortuous. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15794689 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The device is unavailable for evaluation. No further information is available. Based on the available information and without the return of the device for evaluation, no conclusion can be made regarding the reported event. A review of the manufacturing documentation associated with lot 15794689 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.